Event description:
Initial report: this spontaneous report was received from a physician via our affiliate in another country. A ptc (product technicial complaint) has been initiated for this report: this report involves a female patient who was administered sculptra (poly-l-lactic acid) 6.5 ml during 2006, to the hollow cheek area, nasogenial furrows and chin area. She was also administered 0.5 ml in 2006, to the eye cavity and 8 ml two months later, to the chin area. Medical history is unk. The patient is not receiving any concomitant medications. During the next two months, this patient presented with a granuloma at the bottom of the right eyebrow. Surgical extirpation was made as well as histopathological confirmation. The event resolved the next month. Associated case 200621403gddc.

Manufacturer narrative:
4/16/07: this case is being resubmitted with the correct FDA registration number.